Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results form a single patient samples that were generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tnl and a result of 22.18ng/ml was obtained. The customer collected a fresh sample form the patient and tested for accu tnl; the result was 2.68ng/ml. The customer indicated that the accu tnl results were questioned by a physician. A third sample was drawn and tested for accu tinl; two results of 0.08ng/ml were obtained. The customer is not aware of any deaths or change in patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary: qc and system check were within specifications. The specimens were collected in greiner, lithium heparin tubes and centrifuged for 4 minutes. The customer stated that they have seen fibrin in sample a. A field service engineer (fse) was dispatched to the customer's lab on 08/15/06. The fse performed a preventive maintenance (pm) to the instrument and conducted field diagnostic tests; all results passed within specifications. The fse verified that the instrument was operating within specifications. Although pre-analytical sample handling may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.